Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. The inside of the bottom housing window was found damaged, which prevented the needle mechanism from deploying during second prime. This issue is covered under CAPA-19-0012. The needle mechanism deployed during pod awakening and the needle failed to retract. An enhancement was implemented to the vision system to catch the formed needle kink. The release bar was also found damaged, although the cause of this issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The pink slide did not move forward, indicating a needle mechanism failure.